Event description:
A customer reported an event where a cartridge ran out of insulin, leading to a malfunction alarm identified by the code malf 9. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on blood glucose levels. Technical support provided information on how to reset the pump, assisted the customer in successfully resetting it, and confirmed the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again, which they acknowledged and understood.